Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, due to poor contact of electrical contact, the endoscopic image cannot be displayed. A device history review revealed no issues that could have caused or contributed to the reported issue. A labeling review was conducted. No anomalies were found. A definitive root cause could not be determined. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on additional information provided by the customer/completed investigation.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the camera head had "no picture, black screen". There were no reports of patient harm.